Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician untrained in the use of the starclsoe se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove and the safety release was not used. Counter traction was used to remove the device from the patient anatomy. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.